Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing separating out of the bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gra 15dp chk vlv 3pmnfld 3ss dehp free had a component separation issue. The following information was provided by the initial reporter: "the nurse opened the tubing packaging to prepare the tubing for fluid priming and half fell on the floor."